Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 ( investigation findings, investigation conclusions), h11. The fse that encountered the issue stated that a new battery maintenance test was started lasting 18 hours. After the test, the device did not present the error again. The unit passed all functionality tests. The iabp was released for use.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11.

Manufacturer narrative:
Due to character limitation initial reporter full name: (B)(6). Event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had after update the equipment stopped recognizing the battery, changing slots the defect changes together in the battery status it appears charged. There as no patient involvement.